Manufacturer narrative:
This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4)

Event description:
It was reported that one lobe of the lead did not fully undeploy at the time of extraction. The lead was explanted after being implanted for about three months. No patient complications have been reported as a result of this event.